Event description:
It was reported, that this right ventricular (rv) lead was associated with a system infection. Surgical intervention was performed. And the rv lead was explanted. The patient, developed a pericardial effusion, after the procedure. And experienced cardiac tamponade. And later passed away. No additional adverse patient effects were reported.